Manufacturer narrative:
Concomitant medical products: product ID: 3057, serial# unknown, product type: screening device. Product ID: 3057, lot# unknown, product type: screening device. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown; product ID: 3057, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a trial patient regarding an external neurostimulator (ens) for urge incontinence. Patient stated that she is pretty miserable right now. The patient reported a day later that her leads fell out. She went to the clinician and the ens was removed. There were no further symptoms or complications reported or anticipate.